Event description:
A customer returned a sample for evaluation and a separation was observed between the tubing and the luer activated valve y-site. It is unknown when the event occurred. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further review, it was determined that a sample was not returned for evaluation. The root cause cannot be determined. No conclusion can be drawn from the investigation.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed a separation between the tubing and the y-site. Functional testing was performed and no air was found in the set. The root cause is not determined. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.